Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. During (B)(6) 2016, the patient had a motor vehicle accident in which the airbag was deployed. The patient sustained a chest injury from the seat belt and concussion. The patient's right breast was determined to have "bottomed out laterally". The patient also experienced brain fog, fatigue, intermittent pain between the shoulder blades, neck pain, hip pain, slow muscle recovery after exercise, swelling in the face and legs, acne (which required accutane), intermittent rash in the neck and decolletage area, dry eyes, blurred vision, gluten intolerance, dairy intolerance, decreased upper extremity strength, intermittent numbness and tingling in the hands and feet, and the inability to take deep breaths during yoga. A left-sided device rupture was confirmed via MRI during (B)(6) 2019. The patient was also diagnosed with a mild contracture in her left breast (baker grade unknown). Reason for device explant and/or reoperation: generalized illness, chest injury, and capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2020, mentor completed the investigation on the photographic evidence of the suspect medical device. Device photograph evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Additionally, some scar tissue next to the ruptured implant could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the 6772930 lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture, generalized illness and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with 350cc mentor memorygel breast implants and experienced postoperative left-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2020 and will not receive replacement devices.